Event description:
The facility's clinical engineer reported an infusion pump with an 810:04 failure code. The clinical engineer was contacted by the baxter service facility and stated they have no record of any pt incident involving the pump since the last baxter service event.